Manufacturer narrative:
The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time as the physician stated that they are unable to provide further information. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported "erosion was noted" one month post xen implant. Treatment was provided as "exposed portion of the xen was trimmed and sutured conjunctiva over the remaining portion of xen" in the unknown eye. The reported event has been resolved. The device remains implanted.